Event description:
It was reported that the device had error code 1210. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1210. The pump powers up with the alarm. The error code was verified by visual and power up process. The cause was the real time clock (rtc) battery was broken off the lead. The rtc battery was replaced to correct the issue. The device passed all functional tests after the repair.